Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that injector of a micro-stent did not work properly. There was no patient contact. Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One opened system was returned. The applier was the only component returned in the contour tray within the outer carton. The applier was visually inspected per facility procedure and was to be conforming. The applier was then functionally tested, by pressing the back button to extend the guidewire. The applier was found to be functionally non-conforming, the guidewire only partially extended from the stopper tube and would not retract when the front button was pressed. The applier halves were then separated to visually inspect the guidewire per facility procedureand was found to be non-conforming, the guidewire was bent and separated. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The root cause is use error due to the product instructions for use (IFU) not being properly followed for loading the micro-stent onto the applier. Excessive force and improper alignment of the stopper tube of the applier in the channel of the stent loader could cause damage to the guidewire during loading. The manufacturer internal reference number is: (B)(4).